Manufacturer narrative:
This problem has been reported randomly happening only at this one customer site. The root cause is still unknown at this time and investigations are continuing on this matter. A modification kit that engages the break when the table is powered down has been installed only at this site to prevent further incident.

Event description:
This report is being filed upon notification from our cardiovascular x-ray manufacturer of an incident that occurred in another country. The operator of this x-ray system pressed the table float button (allows table to move freely in horizontal directions) at the end of the exam to move the table top. The pt had been just previously removed from this table. The operator then released the table float button. Around 15 seconds later, the operator went to clean the table top as part of their hygiene process and noticed it was still floating. The operator pressed and released the table float button and the table top locked properly. Normally, the table top breaks will be engaged when the float button is released after manually moving the tabletop.